Manufacturer narrative:
Device passed the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted during testing. Device received with fading serial number label. (B)(4).

Manufacturer narrative:
Device passed the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted during testing. Device received with fading serial number label. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received several no delivery alarm. Customer blood glucose reading was 397 mg/dl . Troubleshoot was performed. Customer have not tried all remedies. The insulin pump will be returned for analysis.